Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion as located in the saphenous vein graft (svg) to the left anterior descending (lad) artery. A 24 x 3.50 rebel stent was selected for use and advanced to treat the lesion. However, the stent failed to cross the lesion and upon removal, the physician noted that stent struts within the mid portion of the stent had been lifted up along the surface of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.